Manufacturer narrative:
The account cleaned the circuit board to resolve the issue with this bed.

Event description:
The account alleged that the hi/low runs up unintentionally. The account stated that there were no injuries and a patient was not in the bed.